Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that he received his rtm on 4/10, tried it, seems to work but then started having intermittent problems, the controller losing power. Caller reports this all started about 4-5months ago. Caller reports he would get a low battery message, checked his controller and the ins is 50% charged, controller is 100% charged. Caller reports the screen on the controller would go dark, cannot adjust, and losing coupling caller reports last night it took him a long time to charge, his recharger felt warm, warmer than his old rtm, caller reports he checked his charging speed, and it was set to #4. Caller reports when he removed the rtm away from his implant, it continues to say charging, does not say to re-adjust this rtm. Caller reports he would be charging getting excellent coupling, then loses coupling. Troubleshooting performed. All pins are intact. Email sent to repair for controller replacement.

Manufacturer narrative:
Continuation of d10: product ID 97745-rfb, lot# serial# (B)(6), product type programmer, patient product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.